Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad trace. No further tests could be performed due to unresponsive button. No frozen screen during testing noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 227 mg/dl. Customer stated that the screen was frozen and when the customer took out the battery there was a batt out limit alarm. Customer could not clear the alarm and cannot use the esc button at all. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer declined troubleshooting other issues with the pump. No additional information provided.